Event description:
Follow-up revealed recalibration addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor showed an inaccurate measurement after the patient underwent a heart transplant procedure. As a result, the patient's sensor was recalibrated via right heart catheterization. 9.6mmhg was added to the mean.